Event description:
It was reported that the video system center had noise in the image and the image disappeared when the scope was inserted into the patient. The device issue resolved and the same device was used to completed the unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: h6 (device problem code missing) three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and a root cause could not be presumed based on the obtained information. Olympus will continue to monitor field performance for this device.